Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low." Cause was not known. Customer consumed glucose tablets to address bg. An ambulance was called to assist the customer; however, customer was not hospitalized. Paramedics stayed with customer for multiple hours to help monitor and control customer¿s low bg level. Customer¿s bg level was stable at 128 mg/dl. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.